Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections around the abutment site. The abutment was removed under a general anaesthetic. The implant remains in-situ.